Event description:
It was reported that revision surgery is scheduled for (B)(6) 2012 due to pain. Devices were implanted in 2007.

Event description:
It was confirmed that revision surgery went ahead as scheduled during 2012.